Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported a tubing separation. The tubing set was being used in the neonatal intensive care unit to deliver tpn. After an unspecified length of time in use, the tubing separated from the option-lok. The tubing set was replaced and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.